Event description:
06/11/96 aortic valve and ascending aorta replaced with homograft. Pt convalesced well post-operatively until 6/21/96. Pt found on floor, pulseless. Fifteen minutes earlier she was alert, oriented and with good pulse oximetry on 4 liters oxygen. Resuscitation including open cardiac massage was performed. Bleeding from the aortic suture line was noted and the pt was brought to the or. Operative findings included a massive tamponade and bleeding from the distal suture line between the ascending aorta and the homograft. The pt was placed on bypass and the tear from the distal suture line was sutured. The pt did not improve and resuscitation measures were stopped.